Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered a shock and then the device could not be interrogated with a warning received that a fault had occurred. A guidant technical services (ts) consultant discussed that the fault could be related to the recall/advisory regarding this model/device. This crt-d was explanted and another crt-d was successfully implanted. No adverse patient symptoms were reported.